Manufacturer narrative:
Concomitant medical products: non-bd needle-free connector; td (B)(6) 2020. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the male luer spin collar broke off of a tubing extension set. Although requested, further information was not provided.

Manufacturer narrative:
Additional info: d.11 correction: disregard pri tubing on follow-up #1 an unexpected tubing set with an unspecified issue was returned by the customer. Visual inspection of the as-received set samples observed the set's male luer collar and tip were broken off. The break was around the base of the collar. It was also observed on the 20027e set that there was an unexpected material lodged within the top of its smartsite port which it is likely the me2017 set's broken male luer tip although there was no match/fit when attempted to be aligned. Functional testing observed no unexpected leak or issue. The root cause was identified as design of the male luer component.

Event description:
Although an unexpected tubing set with an unspecified issue was returned by the customer, a photo from the receiving lab appeared to show that the male luer spin collar broke off of a tubing extension set. No further information is available.

Event description:
It was reported that the male luer spin collar broke off of a tubing extension set. Although requested, further information was not provided.